Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombosis likely due patient's msof. Specific component(s) involved: other component malfunction, specify. Other component: likely inflow cannula and rotor thrombosis due to the patient's msof. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.